Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device and implantable defibrillation lead recorded a code 1005 indicative of an open circuit condition due to an out-of-range shock impedance measurement greater than 145 ohms detected during shock delivery. Defibrillation threshold (dft) testing was performed, and lead replacement was recommended. No adverse patient effects were reported. Attempts to obtain patient data and resolution have been made. At this time no further information is available.